Event description:
It was reported that the device failed primary audible alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Upon inspection of device, the pump was in excellent condition, no contamination. However, it was noted that the seal was intact on the bottom case and missing on plunger head. The technician powered up the device, performed infusion and occlusion testing. The technician was unable to duplicate, therefore, the root cause of the reported issue could not be determined. The technician replaced speaker for preventive measures. The technician performed power up process and all functional tests, which the device passed.